Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter had dislodged and the patient had a return of dystonia symptoms three days post operation. The patient ¿felt¿ the dislodgement occurred three days post operation and an x-ray confirmed it, a week prior to the report date. It was noted the patient was not ambulatory, so she didn¿t have any falls or trauma. The plan was to schedule a revision the week following the report date. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2013 explanted: product type catheter. The previously reported conclusion code (B)(4) and (B)(4) no longer applies to this event. The conclusion code has been updated to (B)(4) . The device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was received from the patient's father. The patient was receiving baclofen. The concentration was initially reported as "500 mc/ml". The dose was reported as "around 600 mcg". Additional information received reported that about 2-months after the patient's pump was implanted, the healthcare professional (hcp) had to replace the patient's catheter "because of a kink". The patient's father went on to state, "either the recalled catheter wasn't pulled out of the market, or the catheter implanted in july was defective".